Event description:
The patient's blood glucose level reached 402 mg/dl. It was reported that a needle mechanism failure occurred while the pod was worn between 49 and 71 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The lot details provided show that the patient was using an expired pod. As per omnipod® insulin management system ¿ user guide (model: ust400 17845-5a-aw rev 06 05/24 3 changing your pod / page 24) warnings: do not use a pod if it is past the expiration date on the package.